Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 130 ohms. It was noted that the impedances gradually increased. Boston scientific technical services (ts) recommended continuing to monitor the patient/system. This rv lead remains in service. No adverse patient effects were reported.